Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure to the lad and cx. Approximately 32 months post index procedure patient expired, cause of death was mi. Date of onset of the mi event is unknown. Investigator assessed the event is not related to the study drug or procedure but unknown if related to the study device.

Event description:
Cause of death has been updated to unknown.

Manufacturer narrative:
Evaluation results and conclusions: (myocardial infarction and death). (B)(4).

Manufacturer narrative:
(B)(4)